Event description:
A hemodialysis pt expired 20 minutes into treatment while on a 2008t machine on (B)(6) 2014. A follow up called was made to the pt's clinic, the charge nurse stated the pt had a bad heart and suffered from heart disease. Also the biomedical technician at the pt's clinic ran tests on the hemodialysis machine and the 2008t machine was working according to specifications. Medical records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of obtaining pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.